Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla ii guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed a kink on the distal shaft 7.2 cm from the tip. There is a flat spot on the distal shaft 7.5 cm from the tip and the tip is slightly flattened. Microscopic inspection revealed that the proximal end of the distal shaft is damaged. There is a scratch mark on the distal shaft starting at the tip and does proximal approximately 86 mm then fades away. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 26 jul 2019. It was reported that resistance occured. A 6f guidezilla ii was selected for use. During procedure, it was noted that resistance was felt in the blood vessel. The procedure completed with a non bsc device. No patient complications were reported. However, device analysis revealed that the proximal end of the distal shaft was damaged.